Event description:
According to the pt, she was awakened on 3/30/94 with palpitations. She went to her physician's office for chemotherapy and the medication met resistance and could not be infused. An x-ray was taken and revealed a portion of the catheter in her right atrium and right ventricle. The medical record revealed the proximal portion of the catheter was removed in radiology as part of a day surgery procedure on 4/6. During the procedure, the pt developed atrial fibrillation and was treated with 50 mg of lidocaine ivp and 0.5 mg of digoxin ivp and was transferred to telemetry for further observation. The afternoon of 4/6, the pt was taken to surgery for removal of the distal portion of the catheter without complication. The pt was admitted for observation to monitor and digitalize. She converted to sinus rhythm at 8:00 p.m. And had no further episodes of fibrillation or other arrhythmias. The pt will be continued on 0.25mg of digoxin for one month. The pt was discharged 4/7/94. If she has no further arrythmias, the digoxin will be discontinued.